Event description:
It was reported that the device could have contributed to the guidewire fracture, and the procedure was aborted. A 1.50mm rotapro catheter, a 330cm rotawire guidewire, and a guidezila ii guide extension catheter were selected for use in a percutaneous coronary intervention (pci) procedure of the distal right coronary artery (rca). The anatomy was severely tortuous and severely calcified with 75% stenosis. The guidezilla ii failed to cross the lesion. After performing eight ablations with the rotapro in the rca, the system ran out of gas. The gas tank was replaced with a new one. Upon starting ablation again, the rotawire was noted to be fractured at approximately 15cm proximal to the distal tip. The wire loop was suspected, but it was not observed on the angiography. Snaring, entwining, and twisting the wire were done in an attempt to remove the device fragment. The entire device fragment was retrieved through surgical intervention. The rotawire never became stuck on the burr, and the cause of the rotawire fracture is unknown. The procedure was not completed due to this event. The patient was stable post-procedure and post-surgery.

Manufacturer narrative:
Device eval by manufacturer: the returned complaint device consisted of a rotapro with the rotawire for the related complaint and other non-boston scientific devices (guide sheath and torque device). The guidewire extended from the catheter into the advancer with 14cm of the wire received in a separate bag. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination revealed damage to the annulus and the coil was stretched. The guidewire was attempted to be removed from the burr catheter; however, due to the condition of the guidewire (kinks) and the burr catheter (stretched coils), the rotawire was unable to be removed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device could have contributed to the guidewire fracture, and the procedure was aborted. A 1.50mm rotapro catheter, a 330cm rotawire guidewire, and a guidezila ii guide extension catheter were selected for use in a percutaneous coronary intervention (pci) procedure of the distal right coronary artery (rca). The anatomy was severely tortuous and severely calcified with 75% stenosis. The guidezilla ii failed to cross the lesion. After performing eight ablations with the rotapro in the rca, the system ran out of gas. The gas tank was replaced with a new one. Upon starting ablation again, the rotawire was noted to be fractured at approximately 15cm proximal to the distal tip. The wire loop was suspected, but it was not observed on the angiography. Snaring, entwining, and twisting the wire were done in an attempt to remove the device fragment. The entire device fragment was retrieved through surgical intervention. The rotawire never became stuck on the burr, and the cause of the rotawire fracture is unknown. The procedure was not completed due to this event. The patient was stable post-procedure and post-surgery.